Event description:
A peritoneal dialysis (pd) reported to fresenius customer service (cs) that they were hospitalized with peritonitis. The patient was reportedly being treated with antibiotics (drug, dose, route, frequency, duration not provided) and was continuing to utilize the same pd catheter (not a fresenius product). Upon follow-up, the patient stated the cause of their peritonitis was unknown, however they were not experiencing any issues related to a fresenius product/device. The patient was still in the hospital and recovering from the adverse event. Multiple attempts were made to obtain additional clinical information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler and liberty cycler set and the serious adverse event of peritonitis, which required hospitalization and antibiotic therapy. During follow-up, the patient reported the etiology of the serious adverse event was unknown; therefore, causality could not firmly be established. However, the patient reported they were not experiencing any issues related to a fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) reported to fresenius customer service (cs) that they were hospitalized with peritonitis. The patient was reportedly being treated with antibiotics (drug, dose, route, frequency, duration not provided) and was continuing to utilize the same pd catheter (not a fresenius product). Upon follow-up, the patient stated the cause of their peritonitis was unknown, however they were not experiencing any issues related to a fresenius product/device. The patient was still in the hospital and recovering from the adverse event. Multiple attempts were made to obtain additional clinical information, and thus far no further details have been provided.